Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 50 mg/dl. The customer stated the sensors were giving him low blood glucose value when they're not low and that its alarming all night and its disconnecting from the pump and her husband put his pump back on today and at work it gave him a message saying he's too low when he wasn¿t. Customer stated also reports that they have had issues with calibration error. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 50 mg/dl and threshold/low suspend limit in sensor settings was reported as unable to verify. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer stated this afternoon the pump started beeping and giving him a threshold suspend because sg was 50 but he checked using glucometer and bg was 130 and its happened several times. The sensor will not be returned for analysis.